Event description:
The patient contacted animas no (B)(6) 2012 reporting that the up arrow button would either not respond or would begin to scroll for the past 3-4 days. The patient confirmed that there were no tears in the keypad. The patient reportedly wore the pump in a belt and did not clean the pump. This report is made based on the allegation of the up arrow button response issue.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): on investigation, the keypad was found to be fully intact without peeling or visible damage. On testing, the ok and contrast keypad buttons were responsive. The up and down arrow keypad buttons were intermittently unresponsive. The keypad cover was removed for investigation and revealed contamination under the contacts of the up arrow, down arrow and contrast buttons. Additionally, the up and down arrow button contacts were noted to be misaligned.